Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx and the rca was treated with a resolute onyx des. It is reported that dissection of the lad occurred the same day with no action taken. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication.